Manufacturer narrative:
The pump was received with unresponsive buttons and a button error alarm due to a corroded lcd board. The unit had a cracked case at the display window corner, a minor scratched lcd window, and a cracked reservoir tube window.(B)(4).

Event description:
The customer called in to report a button error alarm and that the insulin pump was exposed to moisture. The customer's blood glucose level was 238 mg/dl. The customer treated with a manual injection. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.